Event description:
The customer reported that the workstation was not coming up when the power button was pressed. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was repaired during the service call. The system was tested, found to be working as intended and returned to service.